Manufacturer narrative:
A ge representative evaluated the system and replaced the power cap module, the filament driver pcb, the battery charger, and the batteries. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported a precharge voltage error on boot up. No pt injury was reported.